Event description:
It was reported that during an implant attempt, the lead was repositioned several times to get good sensing values. The last attempt resulted in a "stuck" helix where the helix could not be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.